Event description:
It was reported that the pump began melting, as there was "black oozing" observed through the opening of the charging port. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.